Manufacturer narrative:
Medical device lot #: 6216922, medical device expiration date: 04/30/2017, device manufacture date: 08/03/2016. Date of event: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes are overfilling. No report of medical intervention or serious injury.